Event description:
It was reported that unspecified alarm occurred. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. A bolus was delivered to address bg level.